Event description:
It was reported that during implant the right ventricular lead exhibited low impedance, no capture, and no sensing. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low lead impedance was confirmed in the laboratory. The lead was tested on the bench and was found to have an electrical short at the pin crimp due to inner coil deformation. The cause of the damage to the inner coil and over-torque of the coil during the surgical procedure.